Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. An email was sent to repair to replace the desktop charger. The patient mentioned unrelated medical history. Patient was very difficult to understand and agent made best attempt to gather all relevant sr information, but caller was not able to read the serial number. Patient stated their recharger is dead and they have tried a dozen times to disconnect and connect it back up and nothing is right with it. Agent asked patient to check for damage to desktop charger and patient did not see any damage but stated that there is not a green light on the cable. Patient mentioned their implant is 75% charged. Agent reviewed implanted neurostimulator needs to be below 25% to turn off.

Manufacturer narrative:
Continuation of d10: product ID 37791 serial# unknown: product type recharger. Product ID 37761 serial# unknown: product type recharger. Product ID 37751 serial# unknown: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they received a new antenna, that was not frayed out of the box, however frayed at some point after putting it on the recharger. Patient denied out of box failure. Patient stated that they still can't charge their implant past 75%. Agent reviewed that issue could be related to implant or recharger. Agent redirected patient to their hcp to check their implant, the patent laughed and stated that they believe the whole recharge is the issue. Agent reviewed option to switch to wireless recharger. Patient agreed. Agent reviewed hat if the replacement recharger does not resolve their issue, they should consult with their hcp and have their implant checked. Patient stated that they are shaking like crazy from et, and stated that they turned off their therapy this morning. Agent asked if they would like to turn their therapy back on, the patient declined because they don't want to receive therapy when their implant is only at 75%. Agent reached out to rep to begin insr to wr replacement process. Patient was difficult to understand and often spoke gibberish. Patient stated that they lost their retina and has a hard time seeing things.

Event description:
Additional information was received from received email from patient and requested assistance with how to use handset and communicator. Ps walked patient through plugging in communicator and communicator was charging. Pt said they didn't have the charging cable for the handset. Patient said that the mdt rep came to visit them on friday to assist them with the equipment and must have taken the handset charging cord. Ps emailed repair to send power adaptor kit (has charging cord for handset). Handset was depleted and wouldn't power on. Pt will be calling back for assistance with how to plug handset into the charging cable that comes in pa9000 kit. Pt mentioned that they spoke with mdt rep, the other week and had asked if it was okay that their implant battery was at 75%. Ps reviewed that this was okay and that patient didn't need implant battery to be at 100% at all times. Pt said they had full blown tremors. Ps offered to help patient use the patient programmer that they still had to check implant, patient said they knew how to do this and implant at at 75% and therapy was on. Patient had received the wr and drape and said they had been charging their implant additional information was received from received from patient in regards to the issue previously reported. Agent reviewed package was delivered yesterday. Additional information was received from received from patient who received adaptor kit, ps attempted to walk patient through how to charge handset. Pt said they had bad eye sight and they were shaking so bad that they couldn't see the parts well enough to get the handset charging cables plugged in/assembled.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they cannot charge their ins beyond 75% even with all coupling bars. They battery is displaying at 75% on both the programmer and the recharger. Patient stated once the battery reaches 75% they will continue charging for an additional 3 hours and the battery remains at 75%. Reviewed option to follow up with managing physician for device check and to review charging stats, however patient indicated their doctor would not be willing to do so. Ps provided physician listing options over the phone as patient did not have access to email. Recommended patient continue to keep ins charged and consider charging more frequently and longer durations to see if they can get above 75% charge level.

Manufacturer narrative:
H3. Analysis of desktop charger (serial no # (B)(6)) found " cable assembly has a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.